Event description:
It was reported that no readings/sensor error/brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was wearing a beta bioinics insulin pump. According to the patient, on 01/17/2026, they felt sick, hot, and was vomiting. The patient¿s continuous glucose monitor (cgm) was not providing any cgm values, only ¿---¿. The patient only became aware of the cgm¿s error state once he developed symptoms, therefore, it was not specified how long the cgm had been in a brief sensor error state. The patient also could not recall his last known cgm value. The patient called 911 and once emergency medical service (ems) arrived, the patient¿s blood glucose (bg) meter reading was 987 mg/dl. The patient was disoriented at this time and could not recall any treatment that he may have received from ems. The patient stated he didn¿t even know he was in the hospital for the first three days of his admission. In the hospital, the patient was placed in the ¿cpu¿ and treated with intravenous (IV) insulin and insulin injections. The patient stated it took about a week for his bg level to decrease. The patient was discharged after approximately two weeks. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.